Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having issues with infusion sets from one lot. Customer reported that infusion sets had air bubbles, leaked, and had crimps and holes. Customer reported that as a result, there was an emergency room visit and blood glucose was 400 mg/dl. Customer reported of having high ketones and had nausea. Customer was wearing insulin pump at the time of hospitalization. Customer was treated with IV and fluids. Troubleshooting was performed and infusion sets would be returned and replaced.